Event description:
It takes up to 10-15 minutes for the headlamp to illuminate. This has caused delays in care for the patient during those surgical cases. Manufacturer response for surgical head lamp, surgical headlamp (per site reporter) they are examining the light. They told us they will report this issue to the FDA.

Manufacturer narrative:
The following elements have blank data.

Event description:
It takes up to 10-15 minutes for the headlamp to illuminate. This has caused delays in care for the patient during those surgical cases. Manufacturer response for surgical head lamp, surgical headlamp (per site reporter). They are examining the light. They told us they will report this issue to the FDA.